Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-13622. Related manufacturer reference number: 2017865-2020-13624. It was reported that patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited a possible output circuit damage alert and post-paced t-wave oversensing, while the right atrial and right ventricular leads exhibited noise. The patient was brought into clinic for assessment and was noted to have received inappropriate shocks. Capacitor maintenance and programming changes were made. The patient was in stable condition.